Event description:
Received contact from a consumer claiming she had been diagnosed with tss. Consumer was hospitalized, treated and released and is now ok. Consumer reported that she switched from the regular o.b. Tampons to the silk ease when she couldn't find the regular tampons. She used the silk ease and got very ill within 48 hours and was hospitalized with what the hospital described as a kidney infection. Consumer stated that the doctors eventually traced this kidney problem back to the fact she actually had tss. Consumer stated she was sick for a period of 3 weeks, but is now fine at the time of this call.

Manufacturer narrative:
Mcneil consumer healthcare will initiate two investigations in parallel to determine if the adverse reaction is device related. A medical assessment will be conducted to evaluate the patient's medical records in order to confirm the tss diagnosis and to determine if any misuse of the product has occurred (e.g. Usage for more than 8 hours). A parallel investigation will also be initiated to determine if any mechanical/design failures can be associated to the lot numbers provided by the consumer. This closes this report unless new or significant information regarding this event is received.